Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). The user interface module master software version is 5.09.92, categorized as remediated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 806:10. The event occurred during infusion. There was no adverse event patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 806:10 had occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.